Event description:
It was reported that the lead had extruded in the pocket. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned cut in two segments. External insulation abrasion was found at 10.5-11.0cm from the electrode tip, consistent with lead friction to another device. Internal insulation abrasion was found at 15.2- 16.1cm from the electrode tip. The etfe was abraded at this location. The electrical measurements that could be performed on the lead segments resulted in normal values.